Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: review of stock: revised the stock was verified that to date, do not have units of this product code and batch reference available. Quantity produced / imported: this product code and lot number (B)(4) units were produced in total. Distributed quantity: all the imported units were distributed to (B)(4) clients from different cities of the country ((B)(6)). Background: the procedure to conduct the review of the database of claims and is identified to date are two reports related to this product code number of different, corresponding batch 2013. Batch record / record lot: revision of the figure for the production batch documentation was performed, in which the control process and control of finished product were checked, and no deviations or alterations are identified during the process. Analysis (s) sample (s): the units received was checked visually, showing that the sample used received separated the thread from the needle; the other sutures in sealed original packaging, were taken for analysis of armed resistance (needle thread union). Conclusions: although the results of the analyzes performed on samples received in sealed original packaging are met, the claim as justified is determined because the sample sent by the client in open packaging, is not complying with the OEM requirements. Actions: this claim will be included in the trend analysis of this product and corrective or preventive action will be taken, if applicable.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: three samples are received in sealed original packaging, and open packaging used, disassembled. Analysis and results: there are no previous complaints of this code batch. The (B)(4) units were manufactured and distributed of this code batch. Imported units were distributed to 7 clients from different cities of the country (B)(6). The procedure to conduct the review of the database of claims and is identified to date are two reports related to this product code number of different, corresponding batch 2013. Revision of the figure for the production batch documentation was performed, in which the control process and control of finished product were checked, and no deviations or alterations are identified during the process. The units received was checked visually, showing that the samples used the thread was separated from the needle; the other sutures in sealed original packaging, were taken for analysis of armed resistance (needle thread union). Final conclusion: complaint is justified. The results of the samples received does not fulfill the OEM requirements. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaints: (B)(6). When the suture was opened, the needle is disassembled.